Manufacturer narrative:
The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One (1) used and contaminated sample was returned to the manufacturing site in relation to this complaint. A photograph was also submitted with the complaint. The returned sample was visually inspected, and the photo was reviewed. The reported condition was confirmed. The condition could have occurred if there was backup pressure exerted on the peristaltic pump section causing the silicone section to disconnect. The set has a safety feature designed to prevent excess pressure being exerted onto the patient. On this occasion the safety feature may have been activated and the pressure was diverted away from the patient and backed up to the peristaltic pump section. At this time, a formal corrective/preventative action (CAPA) will not be initiated. The set has a safety feature designed to prevent excess pressure being exerted onto the patient. On this occasion the safety feature may have been activated and the pressure was diverted away from the patient back up to the peristaltic pump section. Complaint trending will continue to be monitored and corrective actions will be evaluated if an increase of this reported condition reoccurs.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the tube broke during the delivery of the product. Additional information provided on (B)(6) 2021 stated that leaking occurred. They changed the device. No patient injury.